Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.0/035/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. The lens remains implanted. Reportedly, "shadow and blur vision at distance and near." The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.0/0.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. The lens remains implanted. Reportedly, "shadow and blur vision at distance and near." The cause of the event was reported as unknown." In the initial MDR. Claim #(B)(4).